Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: could not confirm customers complaint during testing, the speaker functioned correctly. Upon further investigation, found that the dso (downstream occlusion) seal was delaminated, the uso (upstream occlusion) seal was buckled, and the lens was scratched. Replaced the occlusion seals, lens and lens seal. Updated software. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit failed the alarm volume test. There was no patient involvement, and no patient harm/adverse event reported.